Event description:
It was reported that the patient started to pass out due to what was believed a low heart rate. It was noted that in the month prior the patient had dropped a box on the device site. The right ventricular (rv) lead showed oversensing and high thresholds, suspecting a fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. However, performance data was received and was analyzed. Analysis revealed oversensing where there were seven ventricular high rate episodes with min interval less than or equal to 195.3 ms on (B)(6) 2012. The data also shows that ventricular impedance at implant equaled 804 ohms. The ventricular lead trend data shows max impedance equaling 856 to 14513 ohms range between (B)(6) 2012.